Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use and the device was confirmed to be fractured. Fracture analysis utilizing optical microscopy revealed hackle marks, river lines and striations consistent with bending overload and low cycle fatigue culminating in bending overload. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the articular surface provisional was returned to zimmer biomet fractured. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.